Manufacturer narrative:
Evaluation summary post market vigilance led an evaluation of three devices. The visual inspection of the first and second instruments noted the timing was disrupted and a tack was protruding from the tip. Additionally, the triggers were jammed. Functionally, the triggers of both instruments were actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. The visual inspection of the third instrument noted the timing was disrupted and a tack was protruding from the tip. The trigger was actuated and the remaining fifteen tacks deployed but did not seat properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic vaginal prolapse procedure, when the device was applied to fix the mesh on the sacrum, the tacks were not able to be fired normally. The tackers did not penetrate correctly - there was a temporary bleeding and a temporary injury. There was no tissue damage. There was no blood loss of 500cc or more. Another device was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic vaginal prolapse procedure, when the device was applied to fix the mesh on the sacrum, the tacks were not able to be fired normally. The tackers did not penetrate correctly - there was a temporary bleeding and a temporary injury.